Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354drm implantable cardioverter defibrillator (B)(6) 2007; 5054-58 implantable pacing lead (B)(6) 2007; 5554-53 implantable pacing lead (B)(6) 2007; 6935m62 implantable tachy lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation and a perforation was suspected. The right ventricular (rv) lead had t-wave oversensing. The lead was replaced. No further patient complications have been reported as a result of this event.